Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was stated to be natural causes. The caller did not know the customer's blood glucose at the time of death. The caller did not have the insulin pump, therefore, the last recorded blood glucose value could not be retrieved. The customer was not wearing the insulin pump at the time of death. The caller was unsure for how long the customer had been off insulin pump therapy. The caller did not know if the customer used sensors or not and whether a sensor was worn at the time of death. The caller agreed to return the insulin pump for analysis; however, they were not sure how long it would take to retrieve the device from the hospital. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.